Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end of the device. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (1 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa, serratia marsecens the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No deviation in the reprocessing procedure from the IFU was detected. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it is unlikely that the reported phenomenon is due to scope, because there was no report on abnormality of the scope and the re-culturing test result cleared the french guideline.